Manufacturer narrative:
(B)(4). The event is currently under investigation.

Event description:
It was reported that after an unknown procedure a valve disconnected. This occurred when the introducer was retrieved at the end of the procedure. It disconnected at the 'non-return' valve.

Manufacturer narrative:
A review of the dimensional verification, complaint history, device history record, drawing, instructions for use (IFU), manufacturing instructions, trends, quality control, and visual inspection of the returned device was conducted during the investigation. One used/damaged flexor ansel guiding sheath was returned with the check-flo assembly separated from the sheath. The flare was found to have a ruffled appearance. A go no-go flare gauge was used to verify that the flare size met specification. Also, white stress marks had been observed on the interior of the flare, which is indicative of material stretching. Based on the visual inspection of the returned complaint device, it is feasible to suggest that the reported failure mode was caused by the device receiving high forces during the removal that was reported by the customer. There is no evidence to suggest the finished product was not made to specifications. Review of the device history record of the finished product shows no nonconforming events that would contribute to this failure mode. There were no other reported complaints for this lot number. Per the health risk assessment, no further action is warranted. Monitoring will continue to be performed for similar complaints. Based on the information provided and the results of our investigation; a definitive root cause could not be determined.